Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. During troubleshooting with tandem technical support, the customer reloaded a new cartridge and their issue was resolved. There was no impact to the customer's blood glucose level.